Event description:
Boston scientific received information that this device was explanted for battery depletion and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information via the latitude patient monitoring system that this device had reached end of life (eol). No further information could not be obtained from the boston scientific representative. Cannot confirm device met longevity as the device has been implanted for 6 years, and device minimum longevity is listed as greater than 6 years. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.